Manufacturer narrative:
Review of the DHR did not find any anomalies. The unit was tested at ebi. The unit met ebi specifications and did not get hot. The device has no known adverse health effects according to the product literature, which states the following: warning: the long term effects of exposure to low level magnetic fields are not known. Routine use of the ebi bone healing system for over 20 years has indicated no known risks. Adverse effects: none known.

Event description:
Pt claims the unit caused flesh burn which ultimately resulted in amputation of right leg above ankle. Pt outcome: amputation of right leg above the ankle.